Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was seated correctly. Performed visual inspection the sensor plug and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported that on (B)(6) 2018 at 11:00 a.m., she received a sensor scan result of 400 mg/dl and subsequently self-injected 6 units of rapid insulin. Customer further reported "half an hour later (she) was in the emergency room, with glucose below 20". Customer reported a reading of 'lo' was obtained on the hospital meter and she was diagnosed with hypoglycemia and administered a glucose injection and intravenous fluids. A hospital meter reading of 90 mg/dl was obtained sometime post-treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported that on (B)(6) 2018 at 11:00 a.m., she received a sensor scan result of 400 mg/dl and subsequently self-injected 6 units of rapid insulin. Customer further reported "half an hour later (she) was in the emergency room, with glucose below 20". Customer reported a reading of 'lo' was obtained on the hospital meter and she was diagnosed with hypoglycemia and administered a glucose injection and intravenous fluids. A hospital meter reading of 90 mg/dl was obtained sometime post-treatment and no further treatment was reported. There was no report of death or permanent injury associated with this event.